Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown, product analysis: model: 9733858; analysis: connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem disposables were not showing in the screen. There was a slight cut in the cable. There was no patient present at the time of the event.